Event description:
Suddenly the crrt machine alarmed and stopped running. The error message read "malfunction: memory error." When I examined alarms it listed error code 4 due to: set value incongruence with protective slave and task. The malfunction error also read malfunction: voltage out of range, memory error.what was the original intended procedure?crrt.